Manufacturer narrative:
H3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -5.0/1.0/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6)2023, the lens was removed due to excessive vault, significant reduction of endothelial cell count or significant endothelial cell loss, and significant reduction of iridocorneal angles. The problem was resolved. Reportedly, "significant endothelial cell loss, and significant reduction of iridocorneal angles." The cause of the event is unknown.

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4581- "significant reduction of iridocorneal angles" and "significant reduction of endothelial cell count or significant endothelial cell loss". H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).